Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm noted. The motor passed motor test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Event description:
The customer's mother reported that the insulin pump alarmed motor error. Customer stated the insulin pump had rewind, bolus and got no delivery. Troubleshooting was done. Customer's blood glucose was 295 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.